Event description:
Healthcare professional (hcp) reports more than three but less than ten incidents of clotted dialyzers. Hcp stated some of the incidents occurred at the start of treatments and others occurred during the middle of treatments. Clotting was indicated with arterial and venous pressure changes. Pts received 4000u heparin bolus before treatments were started and maintenance doses of 1000u hourly. Hcp stated treatments were discontinued and blood was unable to be completely returned to the pts, with an estimated blood loss of 75-100cc per pt. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.